Event description:
On (B)(6) 2011, the pt reported the infusion device is not functioning correctly. She reported her blood glucose had been elevated despite changing the insulin cartridge and infusion set. Her blood glucose elevated to over 400 mg/dl and she injected insulin and went to the ER. She went to the ER because her blood glucose was decreasing quickly after injecting insulin. At the ER she was given a saline IV and insulin IV. She felt that her blood glucose would decrease slower if insulin was delivered via IV. She stated she would have been capable of treating herself. Her normal blood glucose range is 56-120 mg/dl. Troubleshooting did not reveal any product issues. At the time of the report the pt was using the backup infusion device and her blood glucose was within normal range. The infusion device was replaced and requested to be returned for evaluation.